Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated into patient's scrotum without tissue perforation. A revision surgery was performed to explant and replace only the reservoir. No patient complications were reported.